Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) analyzed the presenting electrogram (egm) and found that it had produced similar results for several years. It was also found that the ra capture threshold was high being set at 4.5v. This ra lead was a non-(B)(6) product. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).